Event description:
Please replace a 1.85 g3 sf to the account at no charge to the hospital. Attention: (B)(6). Used navitus to treat calcified distal sfa. The navitus would not advance through 4cm of calcium. Navitus went about 2cm and stalled. When we shot an angiogram the navitus sent a piece of distal emboli into the tp trunk. Thankfully, the account had 1.85 g3sf that we used in a 3mm tp trunk. The g3sf was able to aspirate the distal emboli and flow was restored. When we shot distal emboli, the patient immediately complained of foot pain. Once we restored flow with the g3, the patient's pain went away.

Manufacturer narrative:
Event consists of a jetstream device failure resulting in a distal embolization during a jetstream procedure. The patient is a female of unknown age and medical history. The physician was using a jetstream navitus atherectomy catheter to treat a calcified distal superficial femoral artery (sfa). The navitus device would not advance through 4cm of calcium. During the procedure, the navitus device advanced approximately 2cm and stalled. An angiogram was performed and during this time, the navitus device released a piece of distal emboli into the tibioperoneal (tp) trunk. At this time, the patient immediately complained of foot pain. The physician used a jetstream g3 sf atherectomy catheter in a 3mm tp trunk and was able to aspirate the distal emboli and flow was restored. Once the flow was restored with the jetstream g3 sf device, the patient's pain in the foot went away. This event is reportable since the patient required intervention consisting of additional jetstream treatment as a result of the distal embolization and the association between the jetstream device and the noted even cannot be conclusively ruled out.